Event description:
It was reported that a routine follow-up appointment, the physician noted the shock impedance measurement from this right ventricular (rv) lead was high, and out-of-range at just over 125 ohms. It was noted this increase was gradual and the physician continued with normal remote monitoring. At the next in-clinic visit, the physician performed provocative maneuvers and no changes in impedance were noted. The rv shock impedance was 121 ohms. The physician again elected to continue with normal follow-ups. However, recently, the high shock impedance measurements persisted, and the patient was seen for another follow-up appointment. Provocative maneuvers were repeated, with no evidence of rv lead noise. The electrocardiogram was reviewed, and the current shock impedance was 144 ohms, with some values >150 ohms. The physician elected to perform commanded 1.1 joule and 41 joule shock testing. The 1.1 joule shock produced a shock impedance of 83 ohms, however, following the 41 joule shock, a code 1005 was declared. This code 1005 was indicative of an open circuit condition. Boston scientific technical services was contacted and recommended a rv lead revision procedure. As the implantable cardioverter defibrillator (ICD) also only had 1.5 years of remaining longevity, potentially replacing the device during the rv revision procedure was also discussed. It was stated that a system revision is anticipated to resolve the event, but this has not yet occurred. At this time, the system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that a routine follow-up appointment, the physician noted the shock impedance measurement from this right ventricular (rv) lead was high, and out-of-range at just over 125 ohms. It was noted this increase was gradual and the physician continued with normal remote monitoring. At the next in-clinic visit, the physician performed provocative maneuvers and no changes in impedance were noted. The rv shock impedance was 121 ohms. The physician again elected to continue with normal follow-ups. However, recently, the high shock impedance measurements persisted, and the patient was seen for another follow-up appointment. Provocative maneuvers were repeated, with no evidence of rv lead noise. The electrocardiogram was reviewed, and the current shock impedance was 144 ohms, with some values >150 ohms. The physician elected to perform commanded 1.1 joule and 41 joule shock testing. The 1.1 joule shock produced a shock impedance of 83 ohms, however, following the 41 joule shock, a code 1005 was declared. This code 1005 was indicative of an open circuit condition. Boston scientific technical services was contacted and recommended a rv lead revision procedure. As the implantable cardioverter defibrillator (ICD) also only had 1.5 years of remaining longevity, potentially replacing the device during the rv revision procedure was also discussed. It was stated that a system revision is anticipated to resolve the event, but this has not yet occurred. Until then, the physician elected to continue with normal monitoring. At this time, the system remains implanted and in-service. No additional adverse patient effects were reported.